Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found the device was partially deployed with the anterior cuff remaining in the foot pocket after deployment. This finding is consistent with and confirms the reported experience of needle cuff miss. A cuff-miss can be influenced by many factors, including, but not limited to, manufacturing, when the operator fails to position and maintain the device at a 45 degree angle throughout deployment, rotates the device at any point during plunger/needle deployment, deploys the device in challenging anatomies, aggressively deploys the plunger or aggressively removes the plunger or fails to maintain adequate foot position against the arterial wall. During testing, the original plunger was inserted into the device to test the needle trajectory, depth and mandrel travel and the results were acceptable. The needle trajectory of each device is inspected twice during manufacturing. The analysis of the returned components found no indication of a product quality problem that would contribute to the reported cuff miss. Based on the analysis and the inspection criteria the probable cause for the needle to cuff miss is related to the operational context during use. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, a cuff miss occurred and another proglide was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.